Manufacturer narrative:
The device serial or lot number was unknown. The device manufacturer site name and address were unknown. The device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a veterinary spaying and declawing procedure, it was observed that the cutter device had a crack and two broken teeth. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.